Manufacturer narrative:
Failure analysis is in process and results will be provided in the follow-up reports.

Event description:
Customer reported that the AED was used during a rescue attempt and it did not function properly. When pads were placed on the patient, the unit did not advance beyond "place electrodes on patient' prompt.